Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with diaphragmatic stimulation. The left ventricular (lv) lead had been pulled back that was confirmed via x-ray. The lv lead was explanted and is no longer in service. No additional adverse patient effects were reported.